Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute integrity stents were implanted into the cx. Approx 8 months post index procedure the patient suffered digestive tract hemorrhage. The patient was on dapt 24 hours prior to the event. The hemostasis was given symptomatic treatment. The investigator and safety assessed the event as not related to the device and possibly related to anti-platelet medication. The patient recovered.